Event description:
It was reported that during an all-inside anterior cruciate ligament surgery the flipcutter no longer flipped back during retrograde drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1204as-90 flipcutter¿ ii, short 9.0 mm was received for investigation. Visual evaluation of the returned device noted the cutter tip was broken. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device.